Event description:
It was reported that the patient experienced eight infusion sets falling off during use due to adhesive issues on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-47345 / initial 2 of 8e1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number;reporting site: 8021545.manufacturing site: 3003442380.